Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a plastic surgery involving the suture, there were issues with needle detachment and suture breakage. The needle detached while suturing and preparing the suture after the patient incision, and the suture broke at the connection of the needle and thread during suturing. The needle did not fall into the patient cavity. Multiple defective devices from the same product ID and lot number were involved in the same event with the same patient. Initially, an additional new suture was used without issue, but the same problem occurred, leading to the use of another manufacturer's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sc-5780g caprosyn* 3-0 und 75cm p14x12 - sc-5780g, lot# d3h1795fy sc-5780g caprosyn* 3-0 und 75cm p14x12 - sc-5780g, lot# d3j3552fy sc-5780g caprosyn* 3-0 und 75cm p14x12 - sc-5780g, lot# d3h1795fy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the suture, there were issues with needle detachment and suture breakage. The needle detached while suturing and preparing the suture after the patient incision, and the suture broke at the connection of the needle and thread during suturing. The needle did not fall into the patient cavity. Multiple defective devices from the same product ID and lot number were involved in the same event with the same patient. Initially, an additional new suture was used without issue, but the same problem occurred, leading to the use of another manufacturer's product. There was no consequence or impact to the patient, and the patient remained alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened and eighteen sealed representative samples were returned for evaluation. Visual inspection of the opened samples noted the needles with suture material in the swage. The sutures were returned degraded and broken into small fragments. It was reported that there was needle detachment and suture breakage. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.